Event description:
It was reported that the device had a medical fluid leakage. No patient injury was reported.

Manufacturer narrative:
Lot number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Chemical leakage -details of the event a chemical leak was confirmed from the extension tube while the pump was in use. Leakage from the part where the tape is stretched. Suspect cut.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample and two pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damages detected. Functional testing found leakage was detected in the connection between extension tube and female luer. The complaint is confirmed. The sample was broken in the female luer to review if there is any issue with the bonding. Result: the tube is not fully inserted in the luer. CAPA was open on 15/dec2022 to investigate and determine the root cause of the failure in leak between tube and female luer solvent bonding. Currently CAPA is in identified phase. Actions taken will be stated by CAPA. However, all mitigations are placed in process and production personnel were notified about the leak in the solvent union between female luer and tube. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).